Event description:
It was reported that during a laparoscopic sleeve procedure, the clip would not feed properly. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The er420 device was returned for analysis partially cycled with a clip jammed within the jaws. The clip was removed in order to complete the cycle and upon cycling it was noted that the lockout mechanism was prematurely activated. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled and it ejected thirteen clips and it fed and formed seven clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. The batch record was reviewed and no anomalies were noted during the manufacturing process.